Event description:
After consenting, study subject underwent surgical placement of bilateral dbs for treatment of chronic pain. Study surgical implantation completed without any complications and was discharged two days post implant. Pt noted left eyebrow droop since surgery, and was reported to the study lead who recommended evaluation in clinic. Pt states that the eyebrow droop mildly interferes with peripheral vision while driving, but is able to compensate. Evaluation in clinic by study pi determined that pt has left orbicularis oculi weakness, is able to close eye completely, and has no movement with eyebrow raise, consistent with frontals palsy. They determined it is most likely due to stretch from the surgical retraction to implant the left electrode and often recovers, but may take months (approx 6 months) to see improvement. Clinic advises to f/u in about 6 months to reassess recovery. FDA safety report ID# (B)(4).